Event description:
It was reported that the caller stated patient went to CT and came back. Since restarting therapy, the patient seems to be having difficulty getting to target in an arctic sun device. Patient temperature (pt) was 34.7c, targeted temperature (tt) was 37c, water temperature (wt) was 26.6c, flow rate (fr) was 2.9lpm, normo rate 0.27c, event log shows only alarm 14 (temp probe out of range), no secondary core, but axillary read 35c. Guided to diagnostics: system hours 1614, pump hours 357, water level 3, heater command 0. They claim the yellow lines were trending together. Explained device was attempting to get patient to target at 0.27c rate and suggested to change the device if they had any further concerns. Advised they can pull data after therapy was complete.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue was not able to be determined. No secondary core, but axillary read 35c. Guided to diagnostics: system hours 1614, pump hours 357, water level 3, heater command 0. They claim the yellow lines were trending together. Explained device was attempting to get patient to target at 0.27c rate and suggested to change the device if they had any further concerns. Advised they can pull data after therapy was complete. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: g. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the caller stated patient went to CT and came back. Since restarting therapy, the patient seems to be having difficulty getting to target in an arctic sun device. Patient temperature (pt) was 34.7c, targeted temperature (tt) was 37c, water temperature (wt) was 26.6c, flow rate (fr) was 2.9lpm, normo rate 0.27c, event log shows only alarm 14 (temp probe out of range), no secondary core, but axillary read 35c. Guided to diagnostics: system hours 1614, pump hours 357, water level 3, heater command 0. They claim the yellow lines were trending together. Explained device was attempting to get patient to target at 0.27c rate and suggested to change the device if they had any further concerns. Advised they can pull data after therapy was complete.

Manufacturer narrative:
Received condition: n/a, the device was not returned. Reported issue: it was reported that the event log shows only alarm 14 (temp probe out of range). Reported issue root cause: the root cause could not be definitively identified. Repairs related to the reported issue: no secondary core, but axillary read 35c. Guided to diagnostics: system hours 1614, pump hours 357, water level 3, heater command 0. They claim the yellow lines were trending together. Explained device was attempting to get patient to target at 0.27c rate and suggested to change the device if they had any further concerns. Advised they can pull data after therapy was complete. The reported event was inconclusive. No secondary core, but axillary read 35c. Guided to diagnostics: system hours 1614, pump hours 357, water level 3, heater command 0. They claim the yellow lines were trending together. Explained device was attempting to get patient to target at 0.27c rate and suggested to change the device if they had any further concerns. Advised they can pull data after therapy was complete. The serial number for this investigation is unknown. The latest labeling revision will be reviewed. A DHR review is not required as the serial number is unknown. Corrections made to tab d, g. Initial reporter complete facility name: (B)(6). The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the caller stated patient went to CT and came back. Since restarting therapy, the patient seems to be having difficulty getting to target in an arctic sun device. Patient temperature (pt) was 34.7c, targeted temperature (tt) was 37c, water temperature (wt) was 26.6c, flow rate (fr) was 2.9lpm, normo rate 0.27c, event log shows only alarm 14 (temp probe out of range), no secondary core, but axillary read 35c. Guided to diagnostics: system hours 1614, pump hours 357, water level 3, heater command 0. They claim the yellow lines were trending together. Explained device was attempting to get patient to target at 0.27c rate and suggested to change the device if they had any further concerns. Advised they can pull data after therapy was complete.